Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited damage to the control unit, causing the image to disappear when operating the angle in the upward/downward direction. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h6 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by a damaged image sensor unit (disconnection, ect.) Or broken mounting components on the electrical circuit board (integrated chip, capacitor, ect.), which occurred due to stress from repeated use, external factors, or handling. The reported event can be detected by handling the device in accordance with the following IFU: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.